Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was broken. The customer¿s blood glucose level was 100 mg/dl. The customer stated that the reservoir was unable to lock in place. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring. The p-cap locks into the reservoir compartment properly noted. (B)(4).